Manufacturer narrative:
Photographs of the concentrator were provided, which show discolored tubing between the pe valve and the sieve beds and from the left sieve bed to the product tank. Also, the regulator appears to have detached from the product tank, causing damage to the top of the control panel. This incident is being reported to the FDA based on the evidence that the device experienced an over-pressurization event of the product tank, an overheating event, or a possible precursor to such events. The underlying cause of the issue is unconfirmed. However, this failure mode resembles that which has been previously identified and investigated. Components of the irc5po2v concentrator have been updated to prevent potential recurrence of this issue. The subject concentrator was manufactured prior to implementation of these updates. This issue also resulted in a field correction (B)(4) to replace the pe valve assembly in impacted irc5po2v concentrators to reduce the potential for a failure that can, in infrequent instances, result in a short duration and self-extinguishing thermal reaction. The subject concentrator falls within the scope of this field correction. It was requested that the concentrator be returned to invacare for inspection. Once it has been received and evaluated, the record will be updated accordingly.

Event description:
An invacare sales representative reported on behalf of the dealer that the irc5po2v concentrator was in use at a facility, when they heard a noise and the unit stopped working. Per sales rep, the dealer stated he opened up the unit to evaluate it, and he observed that the pe valve had markings of burnt and melted tubing, and it appeared that an explosion occurred in the product tank.